Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a systemic infection and there was vegetation on the tricuspid valve. The organism was identified as vancomycin resistant enterococcus and (B)(6). The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with an implantable pulse generator (ipg) system. It was further reported that approximately one month post infection the patient passed away. The source of the infection and the cause of death were requested and not received.